Manufacturer narrative:
The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage.based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb.in addition, our technician confirmed that the segment broken, the suction channel buckled, the control body corroded, the mechanical base plate corroded, the lg connector corroded, the operation channel (primary) leak, the aft suction tube dirty, the insertion flexible tube worn out, the u/d and the r/l pulley wires worn out, the light guide cable worn out, the ccd module with drive pcb shadow in image, and the ccd module with drive pcb laser filter glass cracked; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure.there was no report of patient harm.video image failure(fluid damage)